Manufacturer narrative:
The field service engineer replaced a cuvette control printed circuit board and this corrected the issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 (creatinine) on a cobas integra 400 plus analyzer. The sample initially resulted in a creatinine value of 0.595 mg/dl and it repeated as 0.913 mg/dl.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.